Manufacturer narrative:
An (B)(6) customer contacted the siemens healthcare diagnostics remote services center (rsc) concerning a discordant falsely elevated loci high-sensitivity troponin I (tnih) result obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. The discordant result was reported to the physician(s), who questioned the result. The same sample was reprocessed on an alternate dimension® exl¿ 200 instrument. The reprocessed result was lower than the discordant result, considered correct and reported. A new sample was drawn from the same patient on the same date and processed on the original dimension® exl¿ 200 instrument. Additionally, the new (redrawn) sample was reprocessed on an alternate dimension® exl¿ 200 instrument. The results from the new (redrawn) sample agreed with the reprocessed result from the initial sample. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
Additional information (05-jul-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. No issue with the tnih assay or dimension® exl¿ 200 instrument performance was found. The cause of the event is unknown. A potential product issue has not been identified. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00133 was filed 19-may-2022.